Event description:
It was reported that the patient presented to the emergency room (ER) after receiving a shock. The patients implantable cardioverter defibrillator (ICD) delivered atp therapy before and during charging, which terminated the ventricular fibrillation (vf) arrhythmia to a sinus tachycardia. The device still delivered the scheduled shock. The shock was unnecessary but the therapy is normal device operation for this device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).